Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. The complaint could not be confirmed since it took place in-vivo. The root cause of the event could not be conclusively determined; however, the severely calcified vessels likely contributed.

Event description:
An endurant ii stent graft system was inserted into the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had severe vessel calcification. It was reported that during the index procedure, the physician was unable to deploy the endurant limb once in position. The rep stated that it was very difficult to insert the device due to calcification, and not through the sheath. During deployment of the graft, instead of seeing the sheath retracting, the physician noted that the tip was going upwards. The procedure was successfully completed using another endurant device. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned cta's pre-implant revealed that the proximal neck diameter was 25mm just below the lowest right renal, 1cm lower measured 26 x 27mm, and 2cm lower measured 31 x 32mm. The neck was moderately calcified and essentially straight. The max diameter aaa was 4.4cm x 5.2cm and contained thrombus and was lined with calcification. The distal aortic diameter measured 18 x 23mm and was calcified. The iliacs were calcified bilaterally. Angio images at implant showed that the bifurcate was implanted from the left side, deployed just below the renals, and the ipsi limb was extended into the left common iliac. The contra limb and limb extension were then seen implanted and extending into the right external iliac; the right internal iliac had been coiled. An image of a captured spindle/tip from an unknown delivery system was seen within the left iliac. Images during the reported iliac limb delivery system event were not seen in the films provided. Final angio showed no endoleak, patent flow through both limbs, and no stent graft issues. The cause of the deployment difficulties could not be determined.